Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the device has been returned to the local facility, but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the device is powering off by itself. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed., corrected data: